Event description:
It has been reported to philips that the system displayed a blue screen. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was displaying a blue screen. Review of the system logfile showed, x-ray pc connection issue. The fse replaced the x-ray biplane pc mdp and cable swap had been restored to its original state. After the replacement the patient x-ray image data stored on the device has been cleared and, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.